Event description:
A customer contacted beckman coulter regarding erroneous troponin (accu tnl) results that were generated by the synchron lxi instrument. The erroneous results were obtained from two different patient samples (patient a and patient b). The customer did not provide the erroneous accu tnl result. The erroneous results were reported out of the lab. The customer indicated that a cardiologist questioned the erroneous accu tnl results based on the results no matching the clinical presentations of patient a and patient b. No additional event information was provided by the customer. There have been no reports of injury or change to patient treatment that can be associated with this event.